Event description:
Promus element china clinical study. It was reported that patient experienced unstable angina. In (B)(6) 2014, the subject was presented with unstable angina and index procedure was performed on the same day. The target lesion was located in the mid right coronary artery with 75% stenosis, and was 28 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dialtion and placement of a 3.00 x 28 mm promus element stent. Following post-dilatation, the residual stenosis was 5%. Eleven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2016, 938 days post index procedure, the subject was diagnosed with unstable angina and was hospitalized on the same day. Percutaneous coronary intervention (pci) and target vessel revascularization (tvr) was performed to treat this event. Seventeen days later, the event was considered to be recovered/resolved and the subject was discharged on the same day. It was further reported that post-dilatation was not performed during the index procedure. Furthermore, in (B)(6) 2016, 80% stenosis noted in the mid right coronary artery was treated with pci. Post intervention, the residual stenosis was 0%. Medication was also given to treat the event and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that patient experienced unstable angina. In (B)(6) 2014, the subject was presented with unstable angina and index procedure was performed on the same day. The target lesion was located in the mid right coronary artery with 75% stenosis, and was 28 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilation and placement of a 3.00 x 28 mm promus element stent. Following post-dilatation, the residual stenosis was 5%. Eleven days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2016, 938 days post index procedure, the subject was diagnosed with unstable angina and was hospitalized on the same day. Pci and tvr was performed to treat this event. Seventeen days later, the event was considered to be recovered/resolved and the subject was discharged on the same day.